Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump passed displacement test. No alarms noted. Insulin pump had an intermittent button response, due to corroded keypads traces. Insulin pump had a cracked case near lcd window corner, cracked lcd window, cracked reservoir tube window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Event description:
It is reported that customer experienced alarms including button error. Customer's blood glucose was 54 mg/dl. Customer was advised that insulin pump would need to be returned. No further information provided.